Event description:
It was reported by service report that the head section load wheel was broken. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Eval codes: load wheel casting.